Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm while filling their tubing. The customer also reported receiving a no delivery alarm during a bolus delivery. It was also found the customer had trouble locking their reservoir into the insulin pump, resulting in the motor error alarm. Customer's blood glucose was 150 mg/dl at the time of the call. Customer also reported their blood glucose reaching 700 mg/dl from being sick. The customer could not recall any significant events leading to the alarm. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.